Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
The patient's daughter reported that "they turned a sensor off to give her more energy", the patient ended up in the hospital for four days and they "reset it but it is not set right." Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device remains in use. No patient complications have been reported as a result of this event.